Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
The trident impacter handle would not disengage from the trident ha cup upon insertion.

Manufacturer narrative:
An event regarding a cutting edge impactor not disengaging from the trident ha cup upon insertion. The event was not confirmed. Method and results: device evaluation and results: visual inspection: a visual inspection of the returned device was carried out by a material analysis engineer. On receiving the devices it was noted that they were assembled. When disassembled it was noted that the threads of the impactor were damaged. Aside from this the device was unremarkable dimensional inspection: not performed as the threads of the device were damaged which would result in an inaccurate result. A review of igs 0006973 version 8 was performed and there was no evidence of a dimensional related issue. Functional inspection: not performed as the threads of the device were damaged. Device history review: all devices accepted into final stock conformed to specification. Complaint history review: there have been no similar previous reported events. Conclusions: the event could not be confirmed nor the root cause determined because the devices received were still assembled. Upon disassembling it was noted the threads on both devices were damaged. If additional information is received, this investigation will be reopened and re-evaluated.

Event description:
The trident impacter handle would not disengage from the trident ha cup upon insertion.